Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
On (B)(6) 2025, a 50-year-old woman presented for a percutaneous coronary intervention with impella cp support. The impella cp device was placed successfully. Overnight, the patient was noted to have loss of pulses in the right lower extremity, which was the device access side, and the limb was noted to be cool to the touch. There was concern for right lower extremity ischemia, and the patient was returned to the cardiac catheterization laboratory for intervention. The impella cp device was removed, and vascular stents were placed, resulting in improved blood flow to the affected limb. No additional mechanical circulatory support devices were placed.

Manufacturer narrative:
Section d catalog number was corrected. This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return. This information is consistent with the initial MDR, which reported that the device was not returned to the manufacturer.

Manufacturer narrative:
Corrected information was provided in d1 and d4. Upon review, the brand name, serial and primary UDI number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.